Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head picture was constantly disappearing. The issue occurred during inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to water leak in camera unit, the displayed image was flickering and due to water leak in camera unit, flare occurred. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: because cable unit is twisted, the endoscopic image cannot be displayed. Additionally, for the new reportable findings discovered in the investigation the cause was due to water leak in camera unit, the displayed image was flickering and due to water leak in camera unit, flare occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.